Event description:
It was reported that the rota burr became entrapped to the rotawire. The moderately tortuous and severely calcified target lesion was located on the middle left anterior descending artery. A rotapro 1.50mm and a rotawire 330cm were selected to treat the lesion. The rotation speed was set to 180,000rpm and reached a maximum speed of 190,000rpm. During removal of the rotawire, the rotawire was entrapped with the rotapro. There were no visible kinks on the rotawire. Both devices were removed together as one unit. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: unit was returned in a bio-hazard plastic bag with the rotapro atherectomy device for the related complaint (B)(4). Microscopic and visual inspection of the device presented no damages. The rotawire was able to be inserted into the rotapro device and was able to be removed with no resistance or issues. The dimensional inspections were within specification.

Event description:
It was reported that the rota burr became entrapped to the rotawire. The moderately tortuous and severely calcified target lesion was located on the middle left anterior descending artery. A rotapro 1.50mm and a rotawire 330cm were selected to treat the lesion. The rotation speed was set to 180,000rpm and reached a maximum speed of 190,000rpm. During removal of the rotawire, the rotawire was entrapped with the rotapro. There were no visible kinks on the rotawire. Both devices were removed together as one unit. No patient complications were reported.